Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support arranged to send tandem mobi wall adapter, charging cable, and charging pad the customer was advised to rely on an alternative method in case the pump battery depletes before the replacement arrives.